Event description:
Initial reporter indicated that the hp jornada handheld power cord was broken in that it was no longer able to charge the handheld. The site reported that the event was a result of "normal wear and tear." The site sent the power cord in for analysis. Product analysis found that the support tab of the terminals were broken. They also determined that this event was most likely the result of the force exerted by user handling. Site indicated new power cord received charges handheld computer.